Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Physician revised for subsidence and loosening a triathlon size 4 cemented primary baseplate and 4x9 cs insert to a universal baseplate with a 10mm medial augment and a 11mm insert.

Manufacturer narrative:
An event regarding subsidence and loosening involving a triathlon baseplate was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were submitted to a consulting clinician who indicated: "x-ray printouts include a series dated (B)(6) 2017, which is a lateral of the left knee demonstrating a cemented total knee arthroplasty with lucency beneath the tibial component with subsidence noted into osteoporotic bone. X-ray dated (B)(6) 2017 is an ap of both knees demonstrating a left total knee arthroplasty with a grossly loose tibial component, which was migrated into varus with no marked osteoporotic bone noted. No clinical or past medical history, no patient demographics, no postoperative primary total knee arthroplasty x-rays or revision operative report, and no examination of the explanted components is available for review in this case. In this osteoporotic female patient, subsidence and migration of the tibial component led to a revision to a stemmed tibial component. There is no evidence this clinical situation was related to factors of faulty component design, manufacturing or materials." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed by the medical review which indicated that in this osteoporotic female patient, subsidence and migration of the tibial component led to revision to a stemmed tibial component. There is no evidence this clinical situation was related to factors of faulty component design, manufacturing or materials. No clinical or past medical history, no patient demographics, no postoperative primary total knee arthroplasty x-rays or revision operative report, and no examination of the explanted components is available for review in this case. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
Physician revised for subsidence and loosening a triathlon size 4 cemented primary baseplate and 4x9 cs insert to a universal baseplate with a 10mm medial augment and a 11mm insert.